Event description:
The customer was treated by the paramedics after his blood glucose levels dropped to 20 mg/dl. The customer stated that he was changing the infusion set, and he accidentally primed while being connected to the insulin pump. The customer received 25 units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.